Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to procedural conditions due to the ventricular probe (intracardiac echocardiogram probe). The reported migration (partial clip movement) appears to be related to the poor image resolution and the ventricular probe. The reported off-label use was due to the device being used on a tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional tricuspid regurgitation (mr) for a off-label mitraclip procedure on the tricuspid valve. There was difficulty visualizing the valve due to the ventricular probe (intracardiac echocardiogram probe). After deploying the first clip, there was partial clip detachment from the septal leaflet. An additional clip was implanted to stabilize the first clip. The final tr was grade 2. There were no reported adverse patient sequela and no clinically significant delay.